Event description:
Complainant alleged that during biomed testing, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed. An internal inspection of the device found a disconnected control cable at a connector on the digital board. The control cable was re-connected at the connector to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.